Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergy: hypersensitivity, rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the dermatitis allergic and weight increased outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dyspareunia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy regarding insertion date: also reported as (B)(6)2003 plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: case become incident. Event ¿injury¿ was replaced by specific information: pain: pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), allergy: hypersensitivity, rash/skin condition, weight gain. She underwent a bilateral salpingectomy. New reporter, patient demographic, lab data were added. Insertion date was updated to (B)(6) 2009 (model number changed to ess305). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.